Event description:
It was reported that procedure was cancelled. The 100% stenosed target lesion was located in a severely calcified and severely tortuous mid to distal right coronary artery (rca). A 3.00 x 24 mm promus premier stent balloon expandable was selected for use. During procedure, due to tight stenosis it was unable to cross the lesion. The physician had to abandon the procedure for next time and will do with support of rotational atherectomy.